Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with difficult anatomy. A watchman fxd curve access system (was) and a 35mm watchman flx pro closure device & delivery system (wds) were selected to be used. During the procedure, the was sheath kinked upon a number of device recaptures. The was removed from the patient and replaced with another was and a 35mm wds. The procedure was successfully completed with no adverse events noted.